Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicated the patients was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. The device determined the presence of a shockable rhythm based on thresholds set for rate and duration per prescription. Wcd is not indicated for the treatment of af. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.

Event description:
The patient's caregiver called in to report that the patient had received a therapeutic shock while watching tv. Customer care asked how the patient was feeling and they reported that they are feeling fine with the exception of headache that initiated post therapy shock. The shock delivered episode report was reviewed which indicated that the patient failed to divert the therapy shock. Patient's caregiver is awaiting the arrival of ems and will request that they be taken to the (B)(6) hospital. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.